Event description:
A bipap a40 device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device the customer's complaint was not confirmed. There was no evidence of foam degradation confirmed in the device. A ventilator inoperative error codes in relation to 3 reboots occurred within 24 hours was recorded in the error log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. No visual defects were found. In conclusion the device will be scrapped per the customer's request.